Manufacturer narrative:
A cardioquip customer requested hpc testing due to discoloration in their device's tubing. The device received test results outside of cardioquip specifications. Since then, the customer has cleaned the device and received test results that were within cardioquip specifications for water quality.

Event description:
A cardioquip (cq) customer submitted hpc tests for evaluation. Hpc test results outside of cq specifications for water quality were received, indicating device contamination.